Event description:
It was reported that patient underwent primary partial knee replacement on b)(6) 2008. Revision procedure was performed on b)(6) 2012 due to disease progression to lateral compartment.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 3 reports related to the same event. (See 3002806535-2012-00158/160).